Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31079942l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis. Situation was a diaphragmatic nerve palsy. Timing was after completion of the procedure. The physician assessed it to be non-serious (moderate/minor) and decided to follow up the patient. The cf monitoring methods was visitag. The coloring setting of visitag was tag index. The additional filter for visitag was fot. There were no abnormalities observed prior to and during use of the product. Additional information was received on 24-aug-2023. It was discovered post use of biosense webster products. Additional information was received on 13-sep-2023. Physician¿s opinion on the cause of this adverse event is the patient condition. Outcome of the adverse event was improved. The patient did not require extended hospitalization.